Event description:
It was reported that the patient had an infection. The cause of infection was unknown. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn:m365sc2218500. Model:sc-2218-50. Serial:(B)(6)/(B)(6) . Batch:7121632/7121092. Product family: scs-lead fixation . Upn:m365sc43160. Model:sc-4316 . Serial: na. Batch:31040596.